Event description:
Customer passed out at 8a.m and afterwards gludose tested 13mg/dl so emergency medical technicians (emi's) were called and their meter read low so was treated with an IV and hospitalized for one week. Reporter stated the hospital meter read in the 200s and 300s mg/dl however, testing time was not provided. It was reported customer could not remember if tested with the meter prior to the incident or prior readings. A request was made for the return of the suspect device and replacement product was sent.